Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the jaws stopped working because they fell apart. The white piece came off. Dissection was the surgical task being performed with the instrument when the issue occurred. The issue with the instrument did not occur after a system fault. The target tissue was unknown. The jaws were not stuck on tissue when the issue occurred. The reporter did not believe there was any adverse effect to the grasped tissue. The reporter did not believe there was unexpected tissue removal. There was no bleeding. The procedure was completed robotically. The instrument was already returned. There are no images or videos available for review. Additionally, intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have a dislodged electrode causing it to become separated from the base of the jaw. The instrument passed and electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered energy and sealed two out of two attempts. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the jaws of the synchroseal instrument broke. There was no additional information provided.